Manufacturer narrative:
Findings: unit passed displacement test, basic occlusion test and prime test. However, unit received with stuck in motor error alarm loop during bolus delivery and an alarm confirmed in history file. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unit received with minor scratched display window. Unit received cracked case at display window corner. Unit received with cracked reservoir tube lip. (B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error. The patient's blood glucose level was 140 mg/dl at the time of the call. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.